Event description:
It was reported that a spectrum iq pump experienced 10 patient safety alerts with under infusion issues during patient. It was also stated that the 24" head height requirement could not be attained with their mini saline bags. It was also added that upstream occlusion alarms were also involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date was reported as during the month of april. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.